Event description:
Corgrip sr nasal bridle was being trialed by trained corpak insertion staff. A 55 y/o m with history of urothelial cancer with metastatic had corpak inserted using the corgrip sr device (B)(6) 2024. Patient was in respiratory distress (B)(6) 2024 and rt (respiratory therapist) suctioned blood for nasal/oral airway. Ent (ear, nose, and throat) was immediately consulted who came to bedside and removed clots from nasal passageway. Patient did not have any contraindications to corpak insertion. Patient subsequently expired (B)(6) 2024. Concern that shape of corgrip sr nasal bridle caused oropharnyx bleeding.